Event description:
The customer's reported via phone call that they had two sensors fail on them. The customer stated the sensor would not penetrate into their skin. Customer's blood glucose was over 30 mmol/l. Customer treated their blood glucose with manual injections. The customer also reported blood at site with their sensor. The customer's sensor will be returned and replaced.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors found both sensors failed per specifications. First sensors failed for low readings and the second sensor failed with no isig readings detected. Unable to confirm needle complaint due to the customer did not returned the needles only the sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.